Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and unused sample. The sample has been checked under microscope and we have found marks in the thread near needle attachment. This effect is produced by the flap of the support cardboard where the needle is placed, that is over the thread and then it pressures in a small area of the thread. This effect does not affect the properties and functionality of the product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the sample received fulfils the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a suture pack. After the packet was opened, the user found that the suture had split at the "head". A picture showed that the suture material appeared indented or bent a short distance below the needle attachment. There was no patient harm. Additional information was not available.